Manufacturer narrative:
The instrument has been returned for evaluation on (B)(4) 2013 but investigation has not been completed. At the time of this report, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the user facility identified a broken wire on the pk dissecting forceps instrument . Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Additional observation not related to the reported event were an indentation at the edge of the distal pulley and scratches on the surface of the pulley. Evidence not conclusive, but the pulley damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.